Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. No delivery anomaly was noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl the day prior to the call that was treated with manual bolus. The customer also reported a high blood glucose of 431 mg/dl the morning of the call. The customer stated that the manual bolus was not working but they treated with the insulin pump for both incidents. Troubleshooting for high blood glucose was performed. The customer's blood glucose level was 314 mg/dl during the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. The customer was assisted with correcting time and date as it was not accurate. A bolus was performed and it appeared in the history. Customer had already changed the entire set. Troubleshooting for delivery anomaly was performed as the customer stated that the manual bolus was not working. Bolus history showed the amount of the manual bolus. There was no inaccuracies found in the programming except for the time and date. The customer still believed that the insulin pump was not delivering the insulin during manual bolus. The insulin pump will be returned and replaced.